Manufacturer narrative:
(B)(4).

Event description:
Shoulder arthroscope. Hand piece faulty - use of only this hand piece causing fms to reboot. Another hand piece used without the same incident occurring. Two (2) minute delay to procedure. No patient harm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the customer requested the unit to be returned without repair. This complaint cannot be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. The unit was sent back to customer unrepaired, as per the customer's instructions. We cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A review into the depuy synthes mitek complaints system revealed no other similar complaint for this device's serial number. No corrective or preventative actions are required at this time, as no nonconformance or complaint trends were identified in relation to this serial number device and the reported failure. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Shoulder arthroscope. Hand piece faulty - use of only this hand piece causing fms to reboot. Another hand piece used without the same incident occurring. 2 minute delay to procedure. No patient harm.